Event description:
Both ffr wires were flushed with 0.9% saline and zeroed before entering the patient's body. Before crossing the lesion, the wires were equalized and the pressure was an acceptable number. Once we crossed the lesion, adenosine was started and the measuring began. We watched the ffr number increase to approximately 1.35 instead of decreasing below 1.0. The physician pulled the wire back into the guide and the wire was re-equalized until it reached the acceptable 1.0 value. Once the physician began manipulating the wire, the wire no longer showed any pressure measurements. The wire was then removed and re-zeroed according to how we were taught by volcano. Any movement of the wire, no longer picked up a wave form on the screen. The decision was made that the wire must be faulty, so a new ffr wire of the same brand and type was opened. The wire was flushed with saline and zeroed before entering the body. The new wire equalized correctly and showed a good waveform.======================manufacturer response for primewire prestige plus, primewire prestige plus (per site reporter).======================vendor rep will pick up failed device.======================manufacturer response for primewire prestige plus, primewire prestige plus (per site reporter).======================vendor rep will pick up device.